Event description:
These disposable lenses are supposed to be replaced after three months of use. The rptr stated that his wife wears these lenses and they are only lasting from seven to ten days before tearing. One lens tore while she was attempting to remove it; the lens remained in the conjunctival sac and was difficult to remove. The rptr stated that his wife removes the lenses each night and cares for them per the MFR's recommendations.